Manufacturer narrative:
Title clinical outcomes after parastomal hernia repair with a polyester monofilament composite mesh: a cohort study of 79 consecutive patients. Source hernia (2018) date of publication: 03 january 2018 . If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a parastomal hernia repair, while the mesh was introduced to cover the stoma bowel and fascial defect with a minimum overlap of 5 cm in all directions, the patients were suspected of hernia recurrence via offered computed tomography scan. Chronic pain was defined as pain requiring out-patient visit(s) and/or regular use of analgesics. Readmission within 30 days occurred for six patients of whom two underwent reoperation. In total, 7 of 77 patients (9%) patients developed recurrence during follow-up.